Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('they took my tubes and uterus out through vagina') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dry skin ("dry skin") and vulvovaginal dryness ("dry vagina"). The patient was treated with surgery (took tubes and uterus out through the vagina, except ovaries). Essure was removed. At the time of the report, the medical device removal, dry skin and vulvovaginal dryness outcome was unknown. The reporter considered dry skin, medical device removal and vulvovaginal dryness to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, dry skin, dry vaginal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('they took my tubes and uterus out through vagina') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dry skin ("dry skin") and vulvovaginal dryness ("dry vagina"). The patient was treated with surgery (took tubes and uterus out through the vagina, except ovaries). Essure was removed. At the time of the report, the medical device removal, dry skin and vulvovaginal dryness outcome was unknown. The reporter considered dry skin, medical device removal and vulvovaginal dryness to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, dry skin, dry vaginal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dry skin ("dry skin") and vulvovaginal dryness ("dry vagina"). The patient was treated with surgery (took tubes and uterus out through the vagina, except ovaries). At the time of the report, the pelvic pain, dry skin and vulvovaginal dryness outcome was unknown. The reporter considered dry skin, pelvic pain and vulvovaginal dryness to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, dry skin, dry vaginal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dry skin ("dry skin") and vulvovaginal dryness ("dry vagina"). The patient was treated with surgery (took tubes and uterus out through the vagina, except ovaries). At the time of the report, the pelvic pain, dry skin and vulvovaginal dryness outcome was unknown. The reporter considered dry skin, pelvic pain and vulvovaginal dryness to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, dry skin, dry vaginal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2020: pfs received. Reporter information updated. New event: pain was added. Event medical device removal was updated to pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.